Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. These devices are used for treatment surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. It was reported that the ukas with femoral component malalignment great than 10 degrees, did not have a significantly different rom or rate of the progression of radiolucencies. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.biomedcentral.com/1471-2474/16/177/. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that twelve patients had femoral component malalignment of greater than 10 degrees.